Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 570 mg/dl and was caused by a kinked cannula. Insulin injections were administered to address the bg level. The infusion set site was changed and insulin delivery was resumed. The type of infusion set used was not reported.